Event description:
It was reported via repair work order that the bed extender was broken with sharp edges. It was also reported that there was no siderail power due to damaged footboard pins and damaged bed extender pins. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.